Event description:
It was reported that during a rectum procedure, the staples would not hold. During the colon anastomosis, the staple line broke off two times. The surgeon had to cut the rectum stump twice, which shortened it much more than expected. The surgeon had to make an ileostomy. The procedure extended time thirty minutes. The event outcome was permanent disability.

Manufacturer narrative:
Date sent: 10/22/09. Info anticipated, but unavailable at this time.